Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg is unable to communicate with the programmer or charger. The patient states he lost stimulation 6 weeks ago and attempted to recharge 3 weeks ago. The sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address this issue.